Event description:
A malfunction alarm with code malf 16 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump; however, the malfunction persisted. As a corrective action, the pump will be replaced, and the customer will use multiple daily injections (mdi) as a backup therapy. The shipping address was confirmed, and the customer was instructed to return the pump using a pre-paid label within 10 days.